Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that dr. (B)(6) used a 1.0mm nitinol wire for placement of a metal screw during a transtibial acl recon. The guide wire bent after the screw was implanted. This caused the wire to break during attempted removal of the nitinol wire. A portion of the wire was left implanted inside the metal interference screw. The procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: design: -inadequate instrument design for usage. Process: -instrument manufactured out of specification. Application: -user not applying forces correctly on instrument. -user applies excessive force to instrument. -use past expected device lifetime. (B)(4).

Event description:
It was reported that dr. (B)(6) used a 1.0mm nitinol wire for placement of a metal screw during a transtibial acl recon. The guide wire bent after the screw was implanted. This caused the wire to break during attempted removal of the nitinol wire. A portion of the wire was left implanted inside the metal interference screw. The procedure was completed successfully.